Manufacturer narrative:
The suspect package was returned from the site to (B)(4) for eval. Results of eval are not available yet.

Event description:
A nurse reported that while a surgical procedure (intraoperative radiation therapy following lumpectomy) was in process, she observed that the intrabeam 20x20 cm sterile shield's packaging looked wet inside. She later described it as a "sticky" liquid type of substance inside the sterile packaging. This particular shield was set aside and another one within the same lot was selected, visually inspected and found to be "normal," and was used during surgery. The shields and/or the wound was cleaned with tegaderm and betadine prior to placement. The shields were placed inside the wound against the breast tissue.